Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that the customer received her replacement pump. Customer's blood glucose was 532 mg/dl. Customer took it to the doctor to program it but he did not program it correctly. The doctor only programmed it to go up to 10 units. Customer also stated that her meter was not communicating with the pump. Customer was offered to have the pump programmed but she did not have the settings. Customer was informed to retrieve the settings from her health care professional or go to a hospital to be treated. Caller stated that she would try to contact their health care professional.